Event description:
Boston scientific received information that there was a concern for increased charge times with this implantable cardioverter defibrillator (ICD). At that time there was no evidence that elective replacement indicator (eri) had been declared due to the increased charge time measurements. Approximately five months later the device was explanted for normal battery depletion (nbd) and returned for analysis. No adverse patient effects were reported. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.